Event description:
In 2000 pt underwent right unicompartmental knee replacement. At approximately one year post-op, in 2001, x-rays revealed loosening of the tibial component. As a result, several months later in 2002, the knee was revised to a total knee.